Event description:
End user's son was pushing her in the mall, the right front caster had the spokes pop out of the wheel . The chair tipped with the mother in the chair, the mother was not hurt. The son was not comfortable giving mother's name. Could not confirm the type of chair, manufacture or model.